Event description:
It was reported that the device was scratched. No information regarding back-up device was received. No patient injury.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the device was scratched. A visual inspection was performed and showed the scope to have damaged negative lens with distal tip and fiber damage. This is caused by contact with another source.